Event description:
The impella pump continued to run without any issues for several hours with the current setup until it could be weaned. Unfortunately, the pump was discarded. The patient was stable after the weaning.

Manufacturer narrative:
B5: added additional information.

Manufacturer narrative:
D6b updated.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. An intensive care unit medical doctor reported a leak in the purge line at the level of the filter, leading to a "pp low" alarm. The medical doctor stated that a pump exchange is difficult due to the patient's current unstable condition as well as limited femoral access options (extracorporeal membrane oxygenation). Implantation of an impella 5.5 was being considered. Recommendations were given and best practices were shared. Additional information was received. The impella cp pump was removed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.